Manufacturer narrative:
Emdr section h6: codes d1101, added to reflect results of investigation.

Manufacturer narrative:
H3: code "other" was selected as the medical device was discarded at facility. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: vascular trauma (i.e., dissection, rupture, perforation, tear, etc.), hematoma w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2024, the patient underwent an endovascular treatment of a thoracic aortic aneurysm using two gore® tag® conformable thoracic stent graft with active control system. A perclose device was used and a 22fr gore® dryseal flex introducer sheath was inserted from the right side. It was reported that there was resistance during the insertion of the 22fr sheath. Two gore® tag® conformable thoracic stent graft with active control system were implanted without any issues. An angiography was performed to confirm whether an injury in the access route and it revealed there was no issue. The procedure was concluded. On (B)(6) 2024, a blood pressure decreased during a rehabilitation. An angiography revealed a rupture in the right femoral artery near a puncture site. A gore® excluder® aaa endoprosthesis was implanted to the rupture site. The stomach looked bloated and a hematoma due to the bleeding from the rupture site in the right femoral artery was also observed. This hematoma made compression the abdomen. Therefore, a laparotomy was performed to reduce pressure. The patient tolerated the procedure. The physician stated that the angiography for the access route was performed, but it was performed with the leading end of the sheath was still inserted in the access route, therefore it was not able to be confirmed around the puncture site. Reportedly, the diameter of the right femoral artery was 6 - 7 mm.